Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: incompatible scope (e315), noise image, no image and control unit is dirty. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to corrosion on plug unit, incompatible scope (e315) occurred (no image). The most probable cause of the scope not connect to the column, incompatible scope (e315), noise image, no image is cause traced to component failure and for control unit is dirty is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the colonovideoscope exhibited the scope not connect to the column. The issue occurred during inspection for use. There were no reports of patient involvement.